Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and contrast keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. A leak test was performed, and there was no leaking observed.

Event description:
The patient reported that the up arrow keypad button requires multiple presses to obtain a response. He stated that all other keypad buttons respond appropriately. He confirmed that the rubber keypad is intact. The patient stated that he swims with the pump; noted that he wears the pump in his pocket; and denied exposing the pump to cleaning products.